Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury. However, the customer did report experiencing a "dizzy spell because (she) was unable to test (her) blood sugar". She subsequently used a friend's meter to check her blood sugar and "took the proper medication to counteract the dizzy spell".

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.